Event description:
It was reported to medtronic minimed that the customer reported pump damage on the belt clip rail, battery tube threads and battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1880l was requested and the device was returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In summary, customer allegations for belt clip damage were not confirmed when no damages to the belt clip rails were noted during visual inspection. However, customer allegations for cracked case battery tube and cracked battery tube threads were confirmed when both cosmetic damages were noted during visual inspection. Unit was also received with original battery cap missing battery cap contacts. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.